Manufacturer narrative:
The customer cleaned the potassium chloride filter (kcl) and the ise electrodes and exchanged the pinch valve tubing. The customer performed an ise check, calibration, and qc with acceptable results. The field service engineer replaced various parts. The investigation found the provided ise calibration results were consistent with leaving the calibrator material open and exposed for a long period of time. Per product labeling, "opened ampules should be used immediately. Remaining content must not be stored to avoid inaccurate calibrations." The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas c 501 module. The patient's initial na result was reported outside the laboratory. "At the close of the daily run," the customer performed qc and the results were "too low." The customer performed repeat testing with "some samples" on a different cobas analyzer and the reported results were "underestimated." The patient's initial na result was 138 mmol/l. The patient's repeat na result was 148 mmol/l. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
Based on the provided information, the investigation determined the issue was consistent with an ise calibration material handling issue.